Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a electronic component failure. A field service engineer found that the power plug on the power module was broken. However, the customer did not have the keys available for the top cover, preventing replacement of the power supply. The fse reattached the connector temporarily to restore operation until proper access could be provided for a permanent fix and tested the system to confirm it was functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station turned into a black screen. User informed that the power socket was broken and caused the plug to push back when inserted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.